Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, resulting in high thresholds (at implant 0.4v to increasing to 7.5v), and failure to capture. During the procedure, attempts to reposition this lead were unsuccessful due to the helix retraction mechanism issues. A different rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported. This report is being submitted to correct the serial number of the rv lead that was explanted. This rv lead has been returned, and product analysis is pending. Once the analysis is completed, and supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update sections, b5 (describe event or problem), d4 (serial number) d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and h11 (additional MFR narrative).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, resulting in high thresholds (at implant 0.4v to increasing to 7.5v), and failure to capture. During the procedure, attempts to reposition this lead were unsuccessful due to the helix retraction mechanism issues. A different rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.